Event description:
Pt had infuse-a-port in right upper chest. Evidently in 2/95 oncologist tried to inject chemotherapy and tissue around port inflamed. He obtained an x-ray and the catheter was found to be fractured. Then pt evidently underwent procedure elsewhere to have the tip removed. The pt went to the or and had the proximal catheter and device removed on 3/3/65.